Manufacturer narrative:
G4: premarket / 510(k) # k173820, k213593. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the batch/lot number is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a non-tortuous and mildly calcified vessel. During the procedure, the physician manually pulled back the catheter while imaging. During this process, an unknown wire became wrapped around the 6fr opticross hd catheter. Both wire and the catheter were removed from the patient during the percutaneous coronary intervention (pci). The procedure was successfully completed using the original method. No patient complications.